Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the battery compartment was cracked near the case seal. There was no evidence of any moisture damage in the pump. Unrelated to the damaged casing, a review of the black box indicated a call service alarm on (B)(6) 2013, however the alarm did not recur during investigation. (B)(6).